Event description:
Two rows of three lines of staples were placed in vein to enable liver resection. During procedure, a large bleed occurred filling the patient's abdomen. As soon as the blood was sucked out, the vein was exposed and air was sucked into the vein due to incomplete closure from staples. Patient died from air embolism.